Event description:
It was reported that patient was experiencing high impedance in the operating room after being placed with a new generator during a prophylactic replacement. A test resistor was used to verify that the newly implanted generator was operating correctly. Incomplete pin insertion had been troubleshooted by unplugging and reinserting the pin into the connector block several times. This did not correct the issue. The leads were then replaced, and diagnostics were confirmed to be okay after the leads were replaced. The explanted lead has not been received for analysis to date. No other relevant information has been received to date.

Event description:
The explanted device was discarded.